Event description:
The customer reported intermittent communication failed error messages. This error results in x-rays being disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service. The system was tested and found to be working as intended and put back into service.